Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was 116 mg/dl. The customer reported that they will contact healthcare provider (hcp) to acquire back-up insulin supply. Tandem customer technical support (cts) called to confirm customer was able to get back up insulin therapy from hcp; however, was not able to contact customer.